Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was over 400 mg/dl. During troubleshooting, device passed the displacement test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer continued having issues with the insulin pump. The insulin pump continued making loud noises and did troubleshooting. The customer's blood glucose was in the 300-400's mg/dl. Customer stated it was not delivering insulin. The customer stated if he is 195mg/dl and does a bolus 10-15 units, it works but if not it does not work. Customer is concerned about the insulin pump and does not trust it. The insulin pump is making loud noises when filling with insulin. The customer's current blood glucose was unknown.